Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (in or around (B)(6) 2015 underwent a hysterectomy to have the essure device removed.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain"), genital haemorrhage ("heavy bleeding") and uterine cancer ("two tumors in her uterus") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 ((B)(6) 1998). Concurrent conditions included body mass index normal. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced adnexa uteri pain ("sharp, stabbing/intense sensation fallopian tube pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), abdominal pain lower ("cramping") and treatment noncompliance ("did not use birth control following essure placement"). The patient was treated with surgery (in or around (B)(6) 2015 underwent a hysterectomy to have the essure device removed.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and adnexa uteri pain had resolved and the genital haemorrhage, uterine cancer, abdominal pain lower and treatment noncompliance outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, genital haemorrhage, pelvic pain, treatment noncompliance and uterine cancer to be related to essure. The reporter commented: ablation in (B)(6) 2011 to control bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure confirmation. Most recent follow-up information incorporated above includes: on 19-jan-2018: patient information updated, patient's concomitant, historical condition updated,lab data added.event added as follows:-sharp, stabbing/intense sensation fallopian tube pain,two tumors in her uterus. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain"), genital haemorrhage ("heavy bleeding") and uterine cancer ("two tumors in her uterus") in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control following essure placement". The patient's past medical history included gravida I and parity 1 (27aug1998). Concurrent conditions included body mass index normal, fibroids and abdominal bloating. In (B)(6). 2011, the patient had essure inserted. In (B)(6).2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6).2015, the patient experienced adnexa uteri pain ("sharp, stabbing/intense sensation fallopian tube pain"). In (B)(6).2015, the patient experienced pelvic cyst ("pelvic pain w/ cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (in or around (B)(6). 2015 underwent a hysterectomy to have the essure device removed.). Essure was removed in may 2015. At the time of the report, the pelvic pain, adnexa uteri pain and pelvic cyst had resolved and the genital haemorrhage, uterine cancer and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, genital haemorrhage, pelvic cyst, pelvic pain and uterine cancer to be related to essure. The reporter commented: ablation in aug2011 to control bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - in november 2011: essure confirmation most recent follow-up information incorporated above includes: on (B)(6). 2018: plaintiff fact sheet and medical records received, reporters added, pelvic pain w/ cysts, concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain') in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control following essure placement". The patient's medical history included gravida I, parity 1 ((B)(6) 1998) and inflammation. Concurrent conditions included body mass index normal, fibroids and abdominal bloating. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced adnexa uteri pain ("sharp, stabbing/intense sensation fallopian tube pain"). In (B)(6) 2015, the patient experienced pelvic cyst ("pelvic pain w/ cysts"). On an unknown date, the patient was found to have uterine cancer ("two tumors in her uterus") and experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (in or around (B)(6) 2015 underwent a hysterectomy to have the essure device removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexa uteri pain and pelvic cyst had resolved and the uterine cancer, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, genital haemorrhage, menstrual disorder, pelvic cyst, pelvic pain and uterine cancer to be related to essure. The reporter commented: ablation in (B)(6) 2011 to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain') and uterine cancer ('two tumors in her uterus') in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control following essure placement". The patient's medical history included gravida I, parity 1 (27aug1998) and inflammation. Concurrent conditions included body mass index normal, fibroids and abdominal bloating. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced adnexa uteri pain ("sharp, stabbing/intense sensation fallopian tube pain"). In (B)(6) 2015, the patient experienced pelvic cyst ("pelvic pain w/ cysts"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (in or around (B)(6) 2015 underwent a hysterectomy to have the essure device removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexa uteri pain and pelvic cyst had resolved and the genital haemorrhage, uterine cancer, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, genital haemorrhage, menstrual disorder, pelvic cyst, pelvic pain and uterine cancer to be related to essure. The reporter commented: ablation in (B)(6) 2011 to control bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event unusual periods added. Previously reported event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.